Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device was missing two rubber feet. There was no patient involvement at the time the issue was discovered as the issue was found during preventive maintenance (pm). No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that the device was missing two rubber feet. Per good faith effort (gfe) response, the bme stated that the stand screws were tightly screwed into the v60; however, the v60 was very wobbly on the stand. The bme ultimately ordered the replacement bottom foot kit and replaced the feet, after which the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.